Manufacturer narrative:
Corrected information: product available to stryker; reason for no evaluation. An event regarding infection involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: the exact cause of the event could not be determined as insufficient information was provided. Further information such as product details, product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. It is also noted that when extracting the implant, the surgeon noticed that the insert was discolored however as no product was returned this cannot be confirmed. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a revision surgery performed on the patient because of septicemia, when extracting the implant, the surgeon noticed a discoloration of the insert of the implant.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a revision surgery performed on the patient because of septicemia, when extracting the implant, the surgeon noticed a discoloration of the insert of the implant.